Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for shock impedance measurements of greater than 200 ohms. Subsequent shock impedances were 48 ohms. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).